Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported during her trial she moved her arms to take off the hospital gown and she broke the wires, pulled it off. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No symptoms or actions/interventions were reported regarding this event. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.